Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the physician sutured and closed the soft tissue in the intestine at the later stage of the surgery, the device's thread broke. The surgeon used the continuous stitching suturing technique. There was no patient injury.